Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient underwent an ipg replacement (B)(6) 2024 due to end of life. No complications and therapy was restored, there will be no device returns.

Event description:
It was reported that the patient experienced pain from loss of therapy, ipg confirmed inoperable on (B)(6) 2023. Replacement may take place.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Date of event is estimated.